Event description:
It was reported that the pt fell forward on (B)(6) 2011 and experienced tingling and jerking in the face and hand afterwards. Both the pt's left and right neurostimulators were on. Additional info has been requested, but was not available as of the date of this report. See also MFR's report # 3004209178-2011-06281.

Manufacturer narrative:
(B)(4).